Manufacturer narrative:
When testing the fluid path, fluid was diverted from the fluid path out of a tear in the unexposed portion of the soft cannula. This tear and leak led to the observed internal corrosion and fluid contact on the commutator cap, leading to the rotational sensor malfunction and causing the 0x40 hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. When testing the fluid path, fluid was diverted from the fluid path out of a tear in the unexposed portion of the soft cannula. This tear and leak led to the observed internal corrosion and fluid contact on the commutator cap, leading to the rotational sensor malfunction and causing the 0x40 hazard alarm.